Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touch screen issue was verified. Based on the analysis, the alleged empty cartridge alarm and insulin gauge issues could not be verified; however a different issue was identified (damaged usb pins).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that the insulin gauge was inaccurate and resulted in a false empty cartridge alarm. The customer reverted to an alternate method in insulin therapy. Customer¿s blood glucose level was 200 mg/dl.